Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1(initial reporter name): (B)(6). Due to character limitation e1(event site name): (B)(6).

Event description:
It was reported by getinge fse during routine check that the cardiosave intra-aortic balloon pump (iabp) had intermittently occurring system failure alarm on boot up. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 corrected field: e3. The fse inspected, disassembled the unit and analyzed the logs. Fault code # 124, atm pressure read fault recorded in the logs. The fse replaced the front end board drive pressure transducer as a precautionary measure and 30psi transducers were recalibrated. All functional and safety test were performed. The following investigation was performed by, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number pcb,front end,rohs and pressure transducer,30 psia, 4"cable with a reported unit failure the system bootup. A fault code 124 - atm pressure read fault. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual. All testing passed. No failure confirmed on any part. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
N/a.